Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025 the user reported experiencing large blood glucose (bg) fluctuations overnight. Bg reached a low of 40 mg/dl and a high of 286 mg/dl. The user consumed skittles and juice to correct the low. Review of reports showed that bg was elevated before bed following an unannounced snack meal replacement bar. The agent educated the user on proper use of the ilet meal announcement feature, explaining that failure to announce meals causes correction boluses that may lead to subsequent hypoglycemia. The user was also educated on appropriate meal sizes, carb awareness, and consistent use of the ¿usual for me¿ meal selection. The user understood and was scheduled for follow-up training on (B)(6) 2025. No medical intervention or hospitalization was required.